Event description:
The customer reported being hospitalized due to low blood glucose of 37mg/dl. The customer stated that she was experiencing low glucose for about a month. Troubleshooting was performed. The customer stated that she was connected during rewind and prime. The time, date, and programming were correct. The customer's most recent glucose reading was 74mg/dl. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.